Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in a calcified circumflex artery. Rotoblator was used and a maverick balllon was used to predilate the lesion. During the initial attempt, the taxus express2 3.0x8mm drug eluting stent was damaged. The procedure was completed with another taxus stent of the same size. No patient complications occurred.